Event description:
It was reported that an asymptomatic patient presented for a normal generator replacement procedure due to elective replacement indicator. Curing the procedure, the pacemaker triggered into backup vvi mode. The physician explanted and replaced the device as planned. The patient was stable post procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to code corruption. The device was tested on the bench and no other anomalies were noted. The cause of the bvvi was unknown.